Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient could not verify the exact pcn, but they know it was a bard dispoz-a-bag, possibly a 150832. He said both he and the hospital had difficulty getting the bag to drain properly. Lms rep advised to try running water through the bad in case he is experiencing back flow. Patient also said there was about 8in of urine sitting in the tubing above the flutter valve. No additional information provided.

Event description:
Pt said he could not verify the exact pcn, but he knows it's a bard dispoz-a-bag, possibly a 150832. He said both he and the hospital had difficulty getting the bag to drain properly. Lms rep advised to try running water through the bad in case he is experiencing back flow. Patient also said there was about 8in of urine sitting in the tubing above the flutter valve. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.